Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 13-jul-2019, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 13-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead had displaced from the stimloc and fractured. The fractured lead was removed and replaced with a new lead. The issue was resolved.